Manufacturer narrative:
The cannula accessory was returned and evaluated. Failure analysis found the cannula accessory had a weld defect. The cannula was inspected and it was noticed that the tube can rotate with respect to the bowl feature due to the weld defect. No other damage was found.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the weld broke off and the cannula began to rotate. There was no patient harm, adverse outcome or injury reported.